Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing which was inhibiting pacing. The patient was asymptomatic and device dependent. The noise was unable to be reproduced with isometrics and pocket manipulation. Programming changes were made and the patient would be monitored with routine follow-up.